Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-apr-2018 with the following findings: there was no evidence of any prime issues observed in the black box history. The pump¿s ¿ez-prime¿ steps were performed correctly. There were no errors, alarms or warnings which occurred during the investigation. The force sensor calibration passed within specification. The product performed within specification therefore the investigation was unable to duplicate the initial complaint.